Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. As the present time, this complaint is considered closed.

Event description:
Rep reported that the patient had a vagus nerve stimulator manufactured by cyberonics implanted in 2009 by another surgeon. This device is implanted in the chest. There is a magnetic component to the management of the stimulator. Patient presented with headaches. X-ray confirmed the valve was set at 30mm h2o and a small hydroma was identified. Surgeon reprogrammed patient to 160mm h2o and patient is doing well. Chart indicated the valve pressure was 150mm h2o prior to event. Patient said, she did not have any MRI's and did not apply the nerve stimulator magnet to her head.